Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic implantable defibrillation lead exhibited high out of range shock impedance measurements. Shock impedance measurements had gradually increased with the previously implanted device. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this system was later removed for infection.